Event description:
Follow-up information from the events reported in MFR report 3005099803-2010-04210 and 3005099803-2010-04257 revealed additional MDR-reportable events: the physician reported that "at least two bands fell off" the intended site during (approximately six) previous banding procedures. MFR. Reports 3005099803-2010-04262, 3005099803-2010-04263, 3005099803-2010-04264, 3005099803-2010-04265, 3005099803-2010-04266 and 3005099803-2010-04267 were established to address these events. The complainant reported that there is no further patient or procedural information available for these procedures.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.